Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected by following the instructions for use: otv-190, chapter 9 troubleshooting, 9.2 troubleshooting guide. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video processor displayed a b30 error code. It's unknown when the issue reported was found. The customer was not in front of the unit at time of call, but he thought the staff may be hot swapping the scopes. The scopes were working on another tower. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There were no reports of patient harm.

Manufacturer narrative:
Olympus technical assistance center (tac) advised the customer to wipe the gold contacts with an alcohol prep pad, then clean the socket with an alcohol prep pad, and blow air in the socket when unit was cooled. Tac attempted to contact the customer several times to confirm whether the issue was resolved, but did not receive a response. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.